Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the nozzle unit was defective and in need of replacement. Replacement of the defective part solved the issue. The issue was confirmed in the provided log files. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance the replaced part has not been returned. Further, the fan cover and air filter was also replaced however, no information was provided regarding their need for replacement. According to the received information, the cause of the issue has been determined and was related to defective nozzle unit.

Event description:
Manufacturer ref#: (B)(4).